Event description:
On (B)(6), the reporter emailed (B)(6) stating that they have been using celltrion covid-19 ag test and are experiencing widespread issues with the test, then the sender wanted communicate with celltrion USA before they contact cdc. On the same day, (B)(6)requested more detailed information via email. On (B)(6) 2023, the reporter emailed (B)(6) that there are approximately 12 boxes of the celltrion diatrust 25 count rapid tests that do not return positive result in the positive control test. They tested four boxes and they were all identical, and with an abundance of caution for residents, they weren't sure what the issues was or if the tests were worked, so the reporter made the decided to destroy the tests. The reporter did not keep the lot number for the tests and its original expiration date was 11/15/22. They originally hoped to replace the tests, but for safety reason they did not keep it. Importer comments: celltrion USA immediately requested details of the problem and is in the process of replacing the product. We are still reaching out to request the detailed product information for investigation. We will report to manufacturer for product investigation and to you when information is obtained and an investigation is made.